Event description:
It was reported that the sheath body separated into two pieces when he was removing it over the wire. The separation occurred outside of the pt. The clinician was able to remove the broken piece and a new micro-puncture set was used successfully. It was noted that the clinician had to perform a fair degree of torsion of the wire through the sheath wile he was trying to direct the wire into the ivc. The physician attempted to remove the sheath via cut-down, but the sheath had moved into the venous lumen so he was able to grasp and remove it using a snare catheter.

Manufacturer narrative:
(B)(4). A sample will not be returned for eval.